Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information. Correction: zimmer biomet became aware of the reported event on (B)(6) 2017, rather than (B)(6) 2017 as previously reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a package was found to have a breached sterile packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified a hole in both the inner and outer tyvek lids. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the packaging was insufficient to ensure the device was received sterile by the customer as a result of the packaging design verification procedures not providing enough details or the necessary tools to ensure the high-level requirements were met. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.